Event description:
The consumer allegedly falls off the bed because the bed does not come down low enough. The mattress has been replaced and is not the mattress that originally came with the bed. It is unknown what the model is of the mattress. No serious injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. Model bar600ivc serial number (B)(4) is approximately 4 years 3 months old. User manual part number 1123842 rev f (oct-06) was issued for this device. It is unknown if the consumer has fully read and understands the user manual. On page 2 the following warning is provided: "warning - do not operate this equipment without first reading and understanding this manual. If you are unable to understand the warnings, cautions, and instructions, contact a healthcare professional, dealer or technical personnel if applicable before attempting to use this equipment - otherwise injury or damage may result." The consumer states that the bed does not go down low enough. On page 2 of the user manual it states that the set up must be performed by a qualified technician: - "the initial set up of this bed must be performed by a qualified technician. Procedures other than those described in this manual must be performed by a qualified technician." An "for dealers only - set-up and assembly instructions are in the rear of this manual. These procedures must be performed by a qualified technician only." The consumer is a (B)(6) female (B)(6). The medical condition, stability and medication regimen of the consumer is unknown. The mattress is not the mattress that came with the bed. On page 7 the following notice is provided regarding using non-invacare products on invacare devices: - "invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products."